Event description:
It was reported that the ventricular lead had a high defibrillation threshold. Defibrillation testing failed to provide a consistent adequate defibrillation. The physician decided to reposition the implantable cardioverter defibrillator (ICD) more laterally and retest. This also failed to provide adequate therapy. The ICD was explanted a new ICD with high delivered energy and programmable tilt was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.